Manufacturer narrative:
(B)(4). The complaint device was not provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Additionally, the g4 platinum continuous glucose monitoring system user's guide states: sensors may fracture on rare occasions. If a sensor breaks and no portion of it is visible above the skin, do not attempt to remove it. Seek professional medical help if you have symptoms of infection or inflammation, redness, swelling or pain at the insertion site.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that upon sensor removal, the sensor wire on the sensor pod appeared shorter than normal. The sensor was inserted on (B)(6) 2015, and the event occurred on (B)(6) 2015. No additional patient or event information is available.